Event description:
The manufacturer was informed of a patient death subsequent to the clinician not being able to access a prior study during a case.

Manufacturer narrative:
(B)(4). The investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.